Event description:
It was reported that the pacemaker exhibited backup vvi operation while still in the box. The programmer was upgraded and the pacemaker was interrogated again. The device was still found to be in backup vvi. The device was not used.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to power on reset (por), which resulted in code corruption and the reported issue on backup operation. The device was tested on the bench and noted to have normal electrical characteristics. No conclusion code available. The cause of the por could not be determined.